Event description:
The customer reported the scope will not pass in the medivator during reprocessing involving an olympus ultrasonic bronchofibervideoscope. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.